Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was received at the fisher & paykel healthcare service centre in (B)(4). Once servicing is complete, we will determine if our device caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 neopuff infant resuscitator was cracked and broken. Service was requested. There was no reported patient involvement.